Event description:
The stent was deployed into the proximal right coronary artery. When the physician attempted to remove the guidewire from the coronary, the stent was removed as well. The guidewire was wrapped around the struts of the stent.======================manufacturer response for guidewire, (brand not provided) (per site reporter)======================they took the device for qi testing.